Manufacturer narrative:
The reported event was confirmed via provided photographs and an x-ray image. The evaluation identified approximately 7mm of the threaded tip of the device was fully fractured off with further damage to the adjacent threading on one side of the device. Operative notes and/or details of other devices being used were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided; however, the fracture may have been a result of the reported hard patient bone quality. Label review: "...maxcess fixation shims are designed to provide retraction of soft tissue only and should not be used for vertebral body distraction..." "...instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient..." "...the physician should take precautions against putting undue stress on the spinal area with instruments..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." "...it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..." "...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." If any relevant, additional information is received, a supplemental report will be filed.

Event description:
It was reported that during the procedure, the tip of the fixation shim was fractured off at l2/3. The fractured portion could not be retrieved and was left in-situ. Reportedly, the patient had hard bone quality. There has been no report of adverse patient impact as a result of this event. No additional information is available.